Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was a power outage in o/r and during set-up, the perfusionist (ccp) had to reset calibration points on arterial and cardioplegia monitors. The device was not changed out. The surgical procedure was completed successfully. There were no delays, no blood loss, and no adverse consequences to the patient.